Event description:
It was reported that the ilet system displayed cgm signal loss and a ¿dosing stops soon¿ notification after the user took a long shower away from the ilet, resulting in intermittent communication between the dexcom g7 sensor and the ilet; the agent had the user toggle settings and re-enter the pairing code, and advised that reconnection could take up to 30 minutes. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related intermittent communication failure associated with the electrical and magnetic subsystem, including the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was user-related operating conditions leading to brief cgm communication interruption